Manufacturer narrative:
Device evaluation: the complaint lens was not received with the product return. The original lens case and folding carton were received, and a non-johnson and johnson cartridge were received as well. No complaint lens was received; therefore, no product evaluation could be performed. However, a non-johnson and johnson cartridge (jnj) was received with the product return, and per direction for use (dfu), only select jnj cartridges and inserters validated by jnj (referenced in the dfu) should be used with tecnis symfony lenses. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated, and no deviation or nonconformance was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was loading issue, handling problem/use error with an intraocular lens (iol) and the lens was partially inserted into the patient's left eye. There was a capsule tear and vitrectomy was performed. The lens was removed and replaced during the same procedure. A replacement lens of the same model and diopter was used. It was indicated that the patient has recovered. No additional information was provided.